Event description:
It was reported that the patient was presented to the emergency room with complete heart block and no capture of the right ventricular lead. The lead fractured and had positional intermittent capture. The lead had unacceptable thresholds, high impedance, and over sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.